Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding the patient. It was reported that the device "just did not stimulate." The patient reported getting sharp shocks around their upper back and around the front of the stomach. In order to resolve the issue, the patient tried turning the device all the way up and down. The patient was unable to get into contact with the representative (rep). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of stimulation and a return of symptoms. There was not a fall, trauma, or change in activity related to the issue. The patient checked their device with their patient programmer and it showed that stimulation was on. The patient has tried increasing stimulation and he was not feeling any ¿shocks¿ (which patient described as feeling stimulation). The patient noticed that his leg was hurting the day prior to the report and he wasn¿t getting any stimulation. It was noted that the patient¿s implant was fully charged. The patient was redirected to his health care provider to have the device checked. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.